Event description:
It was reported that the pulse generator exhibited loss of capture during a routine change out. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.